Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing. This oversensing was found to be due to noise. Fluoroscopy showed the lead was damaged due to clavicular crush. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.

Event description:
Additional information received notes that the oversensing resulted in a loss of cardiac pacing.